Manufacturer narrative:
The device was used for an off label indication. The indication the device was used for was ezw. Section d information references the main component of the system and other applicable components are: product ID 309328, lot# 0205598913, explanted: (B)(6) 2016, product type: lead; product ID 309328, lot# 0205816370, explanted: (B)(6) 2016, product type: lead; product ID 309328, lot# 0207155925, implanted: (B)(6) 2013, product type: lead; product ID 309328, lot# 0207058122, implanted: (B)(6) 2013, product type: lead; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare professional, via the manufacturer representative, reported there was an infection and the system was removed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.